Event description:
Reporter indicated that vns patient has experienced an increase in seizure activity above pre-vns baseline frequency over the past four months. The patient was recently seen in hospital emergency room during one of their seizure episodes. The patient in non-verbal and cannot communicate whether or not they can feel device stimulation. Treating neurologist plans to perform device diagnostic testing at next office visit. Neurologist indicated that there were "so many things that could be causing the increase in seizures" and that they were in the process of trying to rule out possible causes. Neurologist indicated that they did not know whether the vns therapy could be contributing to the event.